Event description:
The account alleged that the head section would not go up. No patient impact.

Manufacturer narrative:
The technician that did the bed swap also found that the head section would not go up. When the service technician did the bed repair he found that the head section functioned to specifications. The service technician found the knee up was not functioning. The service technician replaced the knee up valve and the bed functioned to specifications.